Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that technical services (ts) was contacted by the health care professional to review the stored episodes on this pacemaker since there was no sensing present in the electrogram (egm). Upon review of the available data ts determined that device was programmed in magnetic resonance imaging (MRI) mode for which sensing was disabled. This was considering proper and normal function of device. In addition, ts noted that during a right ventricular automatic threshold (rvat) test the patient experienced atrial flutter; however, ts was not able to determine whether the arrhythmia was induced, or it was spontaneously triggered. This pacemaker remains in service. No additional adverse patient effects were reported.